Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for this event. The device was not evaluated by a beckman coulter (bec) field service engineer (fse). A beckman coulter (bec) customer technical specialist (cts) troubleshooted the issue over the telephone with the customer. The customer was advised to run a hardware verification protocol which included a precision run. This was completed and passed within specifications. Review of data has shown that all system parameters, including quality control and system check was within assay and instrument specifications prior to the generation of the erroneously high accutni+3 result. In conclusion, the cause of the non-reproducible access accutni+3 result cannot be determined. There is no evidence to reasonably to suggest a system malfunction. Internal reference number: (B)(4).

Event description:
The customer reported obtaining an erroneously high access accutni+3 result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The result was reported from the lab and the customer stated that the patient involved was hospitalized as a consequence of the erroneous result. The patient had an initial result of 3.01 ng/ml generated on (B)(6) 2016. The patient was admitted to the hospital as a consequence of this result. No subsequent harm came to the patient as a result of this incident. Three (3) samples were subsequently drawn from the patient. Each of the there (3) samples were analysed on a unicel dxi access immunoassay system (series and serial number not provided). All three samples generated results of <0.03 ng/ml. On (B)(6) 2016, the laboratory retested the initial sample on the access 2 immunoassay system serial number (B)(4). The result generated was 0.00 ng/ml. There were no reports of sample integrity issues in association with this event.